Event description:
Procedure type: hernia. Reportedly, the surgeon documents that the structural balloon "burst" a few minutes into the procedure. Another sm plus balloon was used to complete the case. Nothing fell into the surgical cavity, incision and surgical time were not extended. No patient injury was reported.